Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the device had a bent comb. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the comb being bent. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, damaged comb, and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received, but not yet evaluated.

Event description:
It was initially reported that the device had a bent comb. Additional information received january 5, 2017 stated the comb was damaged during transport to the decontamination room following surgery. Therefore, there was no harm to the patient or operator and no extension in the surgery and no alternate device was required to finish the surgery.

Manufacturer narrative:
The previous submission for this event, 0001526350-2017-00030, submitted on january 19, 2017 was submitted in error. The information in this complaint stated the comb was damaged during transport to the decontamination room following surgery. Therefore, there was no potential harm to the patient or operator nor have their been any previous adverse events reported for this malfunction at this time.